Event description:
It was reported that fluid flowed concurrently from both the primary and secondary bags, which were connected to a clearlink duo-vent solution set. This occurred during patient infusion using an unknown infusion pump. The reporter stated that the height of the bags was appropriate and that the blue hanger was fully extended prior to use. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).